Event description:
Per oos, this sys was removed due to infection. Per call to rep, this system was discarded by the hospital. Also removed were: lumax 340 hf-t, MDR 1028232-2007-00307, corox otw 85, MDR 1028232-2007-00309, mdt 6947-58m.